Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that issue began on (B)(6) 2012, at 6:28pm. Five minutes prior to the start of the reported meter issue, the patient reportedly was experiencing symptoms of nausea and an upset stomach. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of "24 and 224mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. A minute later, the patient reportedly obtained and unspecified reading with his secondary meter (onetouch ultramini). According to the csr's documentation, seven minutes after the reported meter issue occurred, the patient's mother administered an additional 2 units of insulin as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted the reporter performed a quality control solution test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint was initially ruled out as MDR-reportable due to the following conclusion: there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is no evidence of a delay in treatment. The patient was able to test with a secondary device a minute after the reported meter issue occurred and the patient's mother was able to administer insulin soon after. There was no evidence that the product malfunctioned based on customer service troubleshooting. Lifescan (lfs) received the test strips involved with the complaint. Lfs has completed device evaluation with the returned test strips on (B)(4) 2012. Investigation did not confirm the alleged complaint; however, a secondary issue was found. There was extra test strips found in the test strip vial. This complaint is now being reported due to the secondary issue found with the test strips.